Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor had no telemetry with the implantable pulse generator (ipg). It was described as the progress bar was not filling. Tried sending transmission with the dry washcloth and still the same. It was advised to setup an appointment with the physician to check the implanted device and found that they already did it twice in the last three weeks and everything looks good. It was explained to the clinician the needs to check the settings of the implanted device and to know what exactly settings needs to check. The remote monitor remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.